Event description:
It was reported that during a gall bladder procedure, the clips were delivered acrossed. The first clip was delivered acrossed (released on the left side of the instrument): it blocked the device. Then, the surgeon succeded in removing this jammed clip and applied a second one, it did not close. Another competitor's device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.